Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime compromised force sensor system test, no delivery and motor tests. No motor error alarm noted. The insulin pump was received with minor scratched liquid crystal display window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 130 mg/dl. During troubleshooting, it was found that customer was exposed to airport security scanner six months prior. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.